Manufacturer narrative:
Clinical investigation: a possible temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse event(s) of death. The cause of the patients death is unknown; therefore, causality cannot be established. Per the reporting pdrn, it is unknown if the patient was connected to the liberty select cycler when he passed, no additional information is available. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused the serious adverse events; however, limited information precluded an extensive and thorough investigation. Therefore, given the lack of treatment data, definitive cause of death, death certificate, esrd death notification, and no manufacturer evaluation of the suspect device; the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the serious adverse events. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [(cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2021 at home while sleeping. It was unknown if the patient was actively undergoing pd therapy at the time of reporting. Subsequent attempts to obtain additional information (e.g., esrd death notification, death certificate, event summary, treatment data), have thus far proven unsuccessful.